Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the tower door had latch malfunction. A field service engineer replaced the latch to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had door failure, which prevented the user from dispensing medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-sep-2022 to 27-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 failed due to latch malfunction. The field service engineer replaced the door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary tower door 4 failed. Pharmacy staff can recover storage space and fix it, and it will immediately fail again. The customer added that it prevented user from dispensing medications to the patients. Doors 1-3 have all worked fine and have never triggered an issue, only door 4. There were no adverse events or injuries reported based on this event.